Event description:
It was reported that alerts for non-sustained lead noise were received via remote transmission. Device interrogation revealed noise, low sensing, and loss of capture. Lead was explanted and replaced. There were no problems for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: analysis was normal. No anomaly was found.